Event description:
Patiewnt was undergoing fiberoptic bronchoscopy with fluoroscopy under general anesthesia. M.d. Passed forceps through scope and engaged a "bite" of tissue from within the lung. Both cusps seperated from the distal end of the forceps but remained imbedded in the tissue specimen. The remaining jawa of the forceps were used to draw the tissue in which the cusps were imbedded into the scope channel. The scope was then withdrawn from the patient without further incident. The tissue specimen was discharged distally into formalin where the two cusps were recovered by staffdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: other, none or unknown. The device was not destroyed/disposed of.